Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump was removed and replaced due to a crack in the right cylinder connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) pump component at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, and leak tested. Under microscope observation, contamination, of bodily fluid, was found within the pump. The pump-to-reservoir tubing was cut down to the pump block and the tubing was not returned for analysis. The pump passed the leak test. To avoid damaging the test equipment, the pump was not functionally tested due to the contamination. Based on the information available and analysis results, the reported inflation issue and hole in the tubing were unable to be confirmed and the cause was not established. B3 event date: updated to two weeks prior to explant (estimated).

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump was removed and replaced due to aa crack in the right cylinder connecting tube. No patient complications were reported.